Event description:
It was reported that the left ventricular lead exhibited elevated thresholds and intermittent loss of capture. A chest x-ray showed the lead dislodged due to twiddlers syndrome. The lead was repositioned successfully. The patient tolerated the procedure well and there were no complications.

Manufacturer narrative:
(B)(4).